Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product(s): serial number of the myosure control unit, and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Mfg date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the patient experienced significant blood loss and received a "blood transfusion". The patient was admitted into the hospital and discharged home (exact date unknown). The patient is "doing fine".